Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/pt contacted lifescan alleging that her one touch induo meter had been reading inaccurately and giving errors. The medical affairs specialist (mas) spoke to the pt on eleven days later, and was only able to obtain/verify limited info. The pt said that the reported meter and her test strips were destroyed in an accident. The pt mentioned being involved in an automobile accident, but it is not clear as to whether that event was related to her meter being damaged. The pt discarded the reported meter and test strips since they were crushed. The pt managed to keep 4 test strips. The pt said that she received a letter from lifescan regarding her test strips. She claimed that the 9-month supply of test strips, she had were related to the affected test strips noted in the letter. During the call with the customer care advocate (cca), the pt said that she no longer had the letter. It is not clear as to what letter the pt had. Prior to the accident, the pt claimed that she had been getting readings that were too high or low. She did not feel as though her blood glucose levels could have been that high or low since she was watching her diet closely. The pt also claimed that at times, she got two results, performed 5 minutes apart from each other that had differences of 50-55 points between them. The pt did not provide the actual results obtained. In another case, the pt claimed that she got a result of "70mg/dl" and then 5 minutes later; a result of "300 mg/dl" was obtained. Based on statiscal methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or<= 20 mg/dl. The pt also said there were cases where she obtained inaccurate high results that lead her to take too much insulin resulting with her blood glucose dropping too low. In one case, she claimed to have gotten a result of "498 mg/dl" on the reported meter. The pt took 60 units of lantus insulin, and 5 units of sliding-scale humulin insulin based on the meter reading. An unknown time later, the pt became symptomatic and "fell". The pt claimed that she took too much insulin. She tested her blood glucose on a different unidentified meter and got "45 mg/dl." The pt's husband treated her with a 1/8 cup of sugar and water. She was taken to a hospital where she was examined for bruises from falling. The pt denied receiving medical treatment for her diabetes since she claimed that her blood glucose level had already risen from taking the sugared water. The cca verified that the pt was using a correct technique for testing with the reported meter. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that she had got an inaccurate high result, took insulin based on the meter reading, and suffered a hypoglycemic event.